Event description:
Reportedly, on (B)(6) 2014 patient came in urgency to hospital with 75 inappropriate shocks by noise. Preliminary analysis confirmed the shock resulted from noise sensing related to a lead or connection issue. On (B)(6) 2014, the eri has been reached. A system revision was performed on (B)(6) 2014 in order to check lead integrity and connection. Since it reached eri, the ICD was removed with the lead and returned for analysis.

Event description:
Reportedly, on (B)(6) 2014 patient came in urgency to hospital with 75 inappropriate shocks by noise. Preliminary analysis confirmed the shock resulted from noise sensing related to a lead or connection issue. On (B)(6) 2014, the eri has been reached. A system revision was performed on (B)(6) 2014 in order to check lead integrity and connection. Since it reached eri, the ICD was removed with the lead and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, on (B)(6) 2014 patient came in urgency to hospital with 75 inappropriate shocks by noise. Preliminary analysis confirmed the shock resulted from noise sensing related to a lead or connection issue. On (B)(6) 2014, the eri has been reached. A system revision was performed on (B)(6) 2014 in order to check lead integrity and connection. Since it reached eri, the ICD was removed with the lead and returned for analysis.

Manufacturer narrative:
In previous follow-up MDR, date received by manufacturer was erroneous or missing: it should have been (B)(6) 2014.

Event description:
Reportedly, on (B)(6) 2014 patient came in urgency to hospital with (B)(4) inappropriate shocks by noise. Preliminary analysis confirmed the shock resulted from noise sensing related to a lead or connection issue. On (B)(6) 2014, the eri has been reached. A system revision was performed on (B)(6) 2014 in order to check lead integrity and connection. Since it reached eri, the ICD was removed with the lead and returned for analysis.